Event description:
Lasik wavefront eye surgery to correct myopia. I had lasik wavefront eye surgery on both eyes to correct shortsightedness. Since the surgery I have suffered with a huge list of side effects, none of which are resolved. I couldn't really see anything for the first 2 weeks. Gradually as I was able to see I realised how shocking my new vision is. Residue myopia induced presbyopia (didn't struggle before surgery) extreme light sensitivity, particularly to artificial lighting, diagnosed currently as transient light sensitivity syndrome and have been treated for 2.5 months with topical steroids and anti-inflammatory drops glare from lights light refracting and the glaring across a room in ways it's difficult to explain 15 new floaters! Halos and starbursts dry eye (drops every hour, night ointment, heat masks, lid scrubs, fish oil supplements) eye pain (pain medication) mental health struggles including panic attacks and suicidal thoughts and wishes (anti-anxiety medication and anti-depressants). This truly is the worst decision of my life. Not only am I living with the horrific side effects listed above but I fear each day for what my future holds and the additional complications that I may have to endure. To top it off I still have to wear glasses each day. I now also have to wear sunglasses for most of the day. And I am unable to wear contact lenses. Perimenopausal already struggled with slight dry eye. Told surgeon prior to treatment.